Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, when starting up a real intelligence cori, a "critical error" message was seen on the screen, to resolve the issue the device was rebooted; then, during the cori assisted tka surgery, while at the stage in which the surgeon takes points, both the main monitor and the tablet screens became frozen. For troubleshooting, the device was powered down, but the display on the tablet and the main monitor remained frozen. The procedure was resumed, after a non-significant delay, by changing the procedure to a manual technique. No patient injury was reported due to this issue.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A log file review was completed by the software support team. The software files were downloaded and provided for investigation. The reported problem was not confirmed as there was no evidence of a critical error or screen freezing in the logs that were provided. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a exposure motor stall. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.